Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that patient experienced syncope with loss of bladder control and the cardiac resynchronization therapy defibrillator (crt-d) exhibited a power on reset (por). It was noted the right ventricular (rv) lead was suspected to have insulation damage and the rv lead was capped and replaced and the crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported no reason code power on reset (por) was confirmed in the device save to disk data. Hybrid analysis demonstrated that the device was fully functional and no new por was generated. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly. Hybrid analysis did not identify any anomalies that would account for the por. If information is provided in the future, a supplemental report will be issued.